Manufacturer narrative:
(B)(4). The reported issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause could not be determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report that a minicap was found damaged as the sponge had come out of minicap during use. There is no patient injury reported.